Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative indicated that the burn was around five square centimeters. They didn't know what was done to treat the burn or if the patient recovered without sequela. The burn was discovered after the surgery in the patient room. They didn't know if electrosurgical equipment was being used. The components of the system were put in the rubbish and the nurse wasn't sure about the serial number of the equipment.

Manufacturer narrative:
No analysis was performed as the device has not been returned at this time. A follow up report will be submitted if the device or component is returned at a later date. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported via a manufacturer representative that the patient suffered a third degree burn on the right iliac crest at the location of the grounded plate. Medical history of the patient included penicillin allergy, and no smoking, alcohol, or drugs. It was noted that the device was discarded by the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported via a manufacturer representative that an electrosurgical equipment was used during the surgery but it was not known whether it was in use when the burn occurred since the burn was under the blanket and not close to the field of operation, therefore the surgeon only noticed the burn after the surgery. Cream, pansement, bandage were used to treat the burn. The patient have a scar from the burn.